Event description:
Reportedly, the v pacing marker and its corresponding ventricular beat on the v-egm do not seem aligned in some episodes recorded in the device memories. Moreover, one of the episodes recorded in the device memories shows atrial oversensing. Preliminary analysis showed that an atrioventricular lead issue or a lead/pacemaker connection issue is suspected. Patient care recommendations have been provided (x-ray and re-intervention).

Manufacturer narrative:
Further investigations showed that the reported atrial oversensing (double counting of atrial waves in one episode) may be due to the floating dipole of the atrioventricular lead in specific position of the patient. Concerning the reported misalignment of ventricular markers and the corresponding spikes observed on v-egm, further analysis is ongoing.

Event description:
Reportedly, the v pacing marker and its corresponding ventricular beat on the v-egm do not seem aligned in some episodes recorded in the device memories. Moreover, one of the episodes recorded in the device memories shows atrial oversensing. Preliminary analysis showed that an atrioventricular lead issue or a lead/pacemaker connection issue is suspected. Patient care recommendations have been provided (x-ray and re-intervention).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the v pacing marker and its corresponding ventricular beat on the v-egm do not seem aligned in some episodes recorded in the device memories. Moreover, one of the episodes recorded in the device memories shows atrial oversensing. Preliminary analysis showed that an atrioventricular lead issue or a lead/pacemaker connection issue is suspected. Patient care recommendations have been provided (x-ray and re-intervention).